Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2023-00849.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5. (B)(6), 200-02-29 - three peg patella 29mm. (B)(6), 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm. Pending investigation

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2017. Approximately 5 years and 4 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report (B)(6) 2023, diagnosis: failed right total knee polyethylene due to premature poly wear and poly recall. Findings: there was found to be a clean wound with clear synovial joint fluid. There was found to be well-fixed femoral, tibial and patellar components with no evidence of surrounding osteolysis. There was a mild amount of polyethylene wear within the tibial polyethylene component in the weightbearing surface with mild pitting. There was a mild amount of encapsulated polyethylene debris within the synovium and a complete synovectomy was performed. The patient was awakened and transferred to the recovery in stable condition.